Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the malfunction in tube misloading detection circuitry. To correct the condition, the force sensing resistor was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
A baxter service technician discovered a flo-gard infusion pump experienced failure code 38. This problem was identified during service and may have interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.